Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not available for return.

Manufacturer narrative:
The device was not returned for evaluation. The quality investigation is complete. Device not returned to the manufacturer.

Event description:
It was reported that during a procedure the blade came out of the blade guard. There was no surgical delay or adverse consequences reported as a result of this event. The procedure was completed successfully.

Event description:
It was reported that during a procedure the blade came out of the blade guard. There was no surgical delay or adverse consequences reported as a result of this event. The procedure was completed successfully.